Manufacturer narrative:
Analysis was performed on the returned device. The insufficient information was observed as a needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3 - date of event: estimated.

Event description:
A proglide device was received at abbott vascular. Analysis of the device noted that the anterior needle had no damages noted, indicating that a cuff miss [suture retrieval issue] occurred. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.